Event description:
Caller tested 7.8 inr and 8.0 inr on the coaguchek xs system while a comparison lab returned as 5.85 inr. Both of the coaguchek results were samples from the same finger. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.